Event description:
It was reported that the patient went to the emergency room with infection symptoms. The system was explanted the next day for infection. It was unknown what type of infection the patient had. No new reportable information.

Event description:
Additional information received reported perioperative antibiotics were administered. It was reported the patient had fever, redness, swelling and pain and the primary location of infection was the device pocket. A culture was obtained from the device pocket and results showed "staph a." Infection. It was reported the patient received oral and IV antibiotics. It was noted the infection was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97791, lot# n370157, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. (B)(4).